Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-04452 and 3005099803-2012-04453 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure. According to the complainant, during the procedure, after the physician locked and deployed the clip (mr # 3005099803-2012-04452 ) onto the tissue, it failed to release from the delivery catheter. The clip was pulled from the tissue and withdrawn from the patient. A second resolution clip (mr # 3005099803-2012-04453) was used, but the same issue occurred; after deployment, the clip failed to separate from the delivery catheter. The device was withdrawn, and then the procedure was completed using a third resolution clip device without any further issues. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.